Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the ac power was not recognized during the operational check of the device. The manufacturer's service technician replaced device's power supply to address the issue. Additional findings not related to the malfunction/issue was damaged to the universal serial bus (usb) extend cable, flow tubing, and low flow o2 tubing was found by the manufacturer's service technician. The manufacturer's service technician replaced the usb extend cable, flow and low o2 tubing to address these issues. The manufacturer's service technician proactively replaced the air inlet foam filter and particulate filter for this device. After replacing all of the parts, the manufacturer's service technician performed the final and run-in tests, along with the battery and valve checks. The manufacturer's service technician determined the device was operating properly and cleaned it.